Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed the treatment implementation test. There was no reported patient involvement. The fse evaluated the device onsite and determined that this was a malfunction of the capacitor. The fse replaced the xl+ kit-therapy capacitor and the device was returned to full functionality. The device remains at the customer's site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was caused by a defective capacitor. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the capacitor to resolve the issue and the device was returned to service. The absence of further calls supports that the reported problem has not recurred and was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6).